Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan alleging that the onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The patient said, the issue started 6 or 7 months prior to calling lifescan. The patient reportedly continued to follow her normal diabetes management routine. The patient denied developing any symptoms and said, she tested on another device with a result of 40 mg/dl. The patient also said, she passed out, had to call an ambulance, and was taken to the hospital after the meter did not turn on but did not say what type of treatment she received. According to the troubleshooting performed with customer service, there was no misuse of the product. The meter did not turn on when pressing the power button or inserting test strips. The batteries needed to be replaced. Although, the patient's management of diabetes is unknown this complaint was being reported because, the patient alleged, the meter did not turn on and had to call an ambulance to take her to the hospital due to the power issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.